Event description:
Complainant stated that during an endoscopic breast augmentation procedure, the pt received a third degree burn to axilla as a result of arcing between the electrosurgical dissector and the retractor. Upon inspection of the dissector, damage to the insulation was noted. The complainant stated that the dissector had been inspected prior to use and no obvious damage had been noted at that time. The treatment given was excision of the burned area and primary closure, and scarfade application.